Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# lb3726, implanted: (B)(6) 2003, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) when stimulation was turned on they felt great, but when they turned if off they experienced shocking and got really bad muscle spasms. It was noted this only occurred after stimulation was turned off after having it on. There were no factors that could have led or contributed to this and it was unknown what could have caused it. An impedance check was performed with all results being okay. In order to resolve the issue reprogramming was performed and stimulation was turned on and off several times with no recurrence of the consumer¿s symptoms and the issue being currently resolved. The consumer was going to go home and try it, but if symptoms reoccurred they were going to let their physician know.